Manufacturer narrative:
A getinge field safety engineer (fse) evaluated the unit and replaced the blood contaminated parts. After replacing the parts, the fse conducted an inspection and determined that there were no further issues. The unit has been returned to the customer.

Event description:
It was reported that during clinical use, the cs300 intra-aortic balloon pump (iabp) unit had blood inside due to balloon damage. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.